Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles anomaly. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The insulin pump passed the high-pressure test. The customer was advised that the small air bubbles were okay. However, the customer was not able to purge out the large air bubbles. They did not experience any leaks. The product will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.